Manufacturer narrative:
It was reported that the error message "safety-s" was displayed on the hl20 pump. The event occurred during a routine check. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation 2024-06-13. The boards were cleaned and reconnected. The fst replaced the rubber feet during maintenance which is a wearing part. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar case was assessed by the getinge life cycle engineering on 2024-03-04. Because the error "safety-s" was resolved by refitting of all circuit board connections the most probable root cause was determined as communication disturbances due to transition resistance that can arise from surface corrosion. The review of the non-conformities has been performed on 2024-06-25 for the period of 2009-03-25 to 2024-06-12. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2009-03-25. Based on the results the reported failure "error message safety-s" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in india during a routine check. It was reported that the error message "safety-s" was displayed on a hl20 pump. No harm to any person has been reported. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).